Manufacturer narrative:
Corrected data h6 (component code): "439 cusp/leaflet" code removed and h6 (type of investigation): "4117 device not accessible for testing" code removed added information to section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: early onset endocarditis (i.e. 60 days or less post-implant) generally reflects contamination arising in the perioperative period or at the time of surgery. Potential sources may include the patients own skin and access lines, air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, and the prosthesis itself. A device history record (DHR) review identified no relevant nonconformances. Additionally, a lot history review was performed and no similar complaints were found that may suggest that the reported event was the result of a manufacturing nonconformance. Since there are multiple modes of contamination other than the prosthesis itself, and there is no evidence that the patients infection was device related, the event was likely due to patient and/or procedural-related factors. Based on the information available, the most likely cause is patient and/or procedural factors.

Event description:
As reported by the edwards lifesciences affiliate in saudi arabia, a valve model 11500a23 was explanted from aortic position sixty-one (61) days after implantation due to endocarditis. The onset date of endocarditis was forty-six (46) days after implant. The patient presented with an abscess and fever; however, cultures of the blood, prosthesis, and infected tissues were negative. A non-edwards valve was implanted in replacement. Shortly after surgery, the patient suffered a stroke. A couple of months following the valve replacement, the patient developed a fungal infection, confirmed by a positive blood culture. Unfortunately, the patient passed away four months after the reintervention due to fungal sepsis.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.